Event description:
It is reported that the patient was revised due to pain, swelling, and loosening of the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.